Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the solution was not returned; therefore an investigation could not be completed. Manufacturing record review: a review of the manufacturing records was not possible as the product lot number was not provided. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper used and handling of the product. A product deficiency nor a malfunction was determined for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported through e-mail that she uses blink contacts. Her eyes became severely dried, so she has been seeing her eye doctor. This is her fourth appointment this month. She has been on four antibiotics. Doctor switched her to blink gel tears and some other drops and at night, and a special refresh prescription lubricant. Her eyes hardly have any layer. She wears contacts but hasn't since her eyes are super red. She can't see without her contacts, so she comments that she has been blind. No further information was provided.